Event description:
It was reported that after inserting the tracheostomy, the cuff was inflated, but air leakage was confirmed. Patient adverse effects and event outcome are unknown.

Manufacturer narrative:
Month and year of event have been provided, day is unknown. Lot number, expiration date and device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One device was received. Per visual inspection, the returned device appeared to be in good condition. Per functional testing, an inflation test was performed, and it was confirmed that after twelve (12) hours the cuff was still fully inflated. The complaint was not confirmed as no fault was found. A device history record (DHR) review could not be performed as the lot number was unknown. No action was taken as the complaint was not confirmed.

Manufacturer narrative:
D4: insufficient information was provided to be able to determine the full UDI. **UDI related data quality updates only**